Manufacturer narrative:
Additional information: describe event or problem and relevant tests/lab data.

Event description:
Additional information: a yag laser capsulotomy was performed on (B)(6) 2015 to address vaulting.

Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. One retain sample from the same lot (024899) was inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that iol vault/tilt was noted at 1 month post visit. The patient did not have any visual acuity complaints; however when visual acuity os was performed it had decreased from 20/40 to 20/200. Upon further examination it was determined that there was myopic shift with an associated increase in astigmatism, likely related to lens tilt, causing changes in visual acuity. The patient was scheduled for yag capsulotomy on (B)(6) 2015 along with an optical coherence tomography (oct).